Event description:
Angioseal deployed right femoral artery on day one. The next day, patient had right leg symptoms of compromised circulation possible due to angioseal placed on plaque. Thrombectomy and femoral artery stent placed to fix the issue.